Manufacturer narrative:
Analysis found the unit with unexpected motor noise anomaly during rewind isolated to motor. However, the unit passed functional testing including rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement. There was no slow delivery anomaly noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer's blood glucose was 180 mg/dl at the time of incident. The insulin pump will be returned for analysis.